Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had malfunctioned. Blood was misted and evident in the gas line all the may back to the console, and sudden change in waveform, but interestingly enough no rapid gas loss alarm. No harm or injury to the patient was reported.